Event description:
The facility that the stopcocks are coming loose. The reported problem was noted in same day surgery during set-up. The sets were not in used on a patient. No patient injury reported.